Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during an unspecified phase of their therapy. The patient cancelled their treatment and, upon removing the supplies, discovered fluid leaking from the cassette compartment of the cycler. The patient attempted to continue use of the cycler for their next treatment but stated that the cycler began ¿acting up¿ after the leak. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the reported leak. The cassette used at the time of the leak was discarded. The patient has since received a replacement cycler and has continued with therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.